Event description:
The manufacturer was notified of an explant involving a perceval plus valve. On (B)(6) 2026, a perceval plus pvf-l valve was implanted in a patient. Shortly after the implantation, the prosthesis became loosened and migrated from its intended annular position, resulting in malposition within the aorta. The patient required second surgery shortly after the first surgery, and the valve was replaced with a traditional suture valve magna ease 23 mm. It was indicated that the annulus was measured the three times prior choosing large (l) size for the patient, the placement of valve was verified and assessed using tee before the wound was closed. Surgical approach was mics, and isolated avr with no concomitant procedure. Patient¿s annulus sized as 26 x 21 mm, area of 7.42 cm square. No device mis-sizing was identified, no abnormal geometries in the patient¿s annulus mentioned. No positioning difficulty noted as the implantation of the valve was successful in the first try after triple checking the size with sizer. Reportedly, patient was taken into the or for the second time on the same day. No delay in the first surgery and for the second surgery (reopen) the patient was stable.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Since the device was not returned to the manufacturer, further investigation on the device could not be performed. As such, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.